Manufacturer narrative:
One sling was returned for evaluation. Because coloplast's examination of the returned sling may not conclusively confirm or disprove the report of infection, coloplast did not perform a microscopic examination. Based on the information provided, coloplast accepts the physician's observation of such as the reason for surgical intervention.

Event description:
As reported to coloplast, a patient experienced infection at wound site and it continued into the body. The patient was found to have infection at previous surgery. The physician determined it was not due to the sling; rather, the patient got infected. The device was removed.